Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with heavy tortuosity and calcification. The 2.75 x 33 mm xience prime stent delivery system (sds) was advanced, but met resistance through the guiding catheter. The sds was removed with some resistance noted. A new sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to remove was unable to be confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to position / remove from the guiding catheter from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.